Event description:
It was reported that device migration and stroke occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024, and a 27mm watchman flx pro closure device was implanted with complete seal noted. In (B)(6) 2025, the patient presented with stroke-like symptoms and was diagnosed with a stroke and hospitalized. The physicians looked at the 45-day routine follow up imaging that was performed, and noted the closure device had shifted from its original implanted position but it was not caught at that time. The closure device has a 3-4mm leak in three (3) imaging views. The physicians confirmed the closure device shift led to the stroke. The stroke is non-disabling, and the patient is expected to fully recover.

Manufacturer narrative:
B5: information added. H6 impact code added: medication required.

Event description:
It was reported that device migration and stroke occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024, and a 27mm watchman flx pro closure device was implanted with complete seal noted. In (B)(6) 2025, the patient presented with stroke-like symptoms and was diagnosed with a stroke and hospitalized. The physicians looked at the 45-day routine follow up imaging that was performed, and noted the closure device had shifted from its original implanted position but it was not caught at that time. The closure device has a 3-4mm leak in three (3) imaging views. The physicians confirmed the closure device shift led to the stroke. The stroke is non-disabling, and the patient is expected to fully recover. It was further reported the event date of when stroke symptoms occurred was between feb 1, 2025 and feb 6, 2025. The patient was placed back on oral anticoagulant (oac) in response to the event.